Manufacturer narrative:
Additional information received on 25 april 2016 from the initial reporter and included: surgery delay was about 5 minutes. On 06 may 2016 the (B)(4) project manager performed a visual inspection of the retrieved items and commented as follows: based on the complaint description and , whereas the bone was hard and it was a revision case, it was more suitable prepare the screw hole by tapping with the provided instruments. Probably screw insertion was much easier and both the screw and screwdriver failure might be avoided. This step is also recommended in the surgical technique. This analysis is based on the inspection of both images and returned device. Batch review performed on 10 may 2016. Lot 1520488: (B)(4) items manufactured and released on 24 march 2016. Expiration date: 2021-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Solid screwdriver, code 03.70.10.0032, lot. 1552567 (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, 3 similar events have been reported on items of the same lot (mdrs 2016-00159 and 2016-00208).

Event description:
The c5 screw (fixed self drilling 4mm x 14mm) was completely bend with insertion and one teeth of the screwdriver broke of with insertion. The surgeon removed the screw and used a new package and other screwdriver to complete surgery.